Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect impact code - speech disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient experienced inaccurate cgm values. The cgm was reading 40 mg/dl and the blood glucose was not checked. The patient self-treated with carbohydrates and developed vomiting and ambulation and speech difficulties. The bg was 780 mg/dl and the egv was not documented. The patient presented to the hospital and was treated for 3 days with insulin and fluid. The patient was fine during the call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.